Manufacturer narrative:
The device was not returned for evaluation. No device history record review was possible since no lot number was provided. The complaint is unconfirmed. The root cause is undetermined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that the ins9030 limitorr volume limiting evd 30 ml stopcock broke. Additional information was received on 26dec2018 stating that the event occurred on (B)(6) 2018. There was no patient injury or surgery delay. Patient details were unknown.